Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and was found to be bradycardic per the emergency medical services (ems). The patient was admitted to the hospital with sustained bradycardia in the 40 bpm range observed while on a monitor in the emergency department. The device lower rate is programmed to 60 bpm. The device remains in use. No further patient complications have been reported as a result of this event.